Event description:
It was reported that there was a fluid leak from the clamp of a minicap transfer set. The nurse stated that the clamp was loose but working. There was no report of patient injury or medical intervention associated with this event. They use chlorhexidine to wipe the set off when needed. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified broken occluder feet. Functional testing of the device, which included leak testing, clear passage testing, clamp function testing and simulated-use testing confirmed the reported issue. The cause of the leak was determined to be due the broken occluder feet. Should additional relevant information become available, a supplemental report will be submitted.